Event description:
Breg rec'd legal notice of filed lawsuit with use of pain care 3200. Pt had right arthroscopic surgery on (B)(6) 2005; an I-flow pain pump was used. A second arthroscopic right shoulder surgery was performed on (B)(6) 2005; breg 3200 was used. Pt now alleges glenohumeral chondrolysis.